Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vein was nicked, and the patient experienced bleeding. Physician applied pressure and used cautery to achieve hemostasis. This resolved the issue.